Manufacturer narrative:
The field service engineer (fse) serviced the unit on (B)(4) 2011. The fse noted preventive maintenance (pm) had been performed one week prior. The fse rebuilt the pumps and installed new seals. The fse performed high sensitivity system check which passed within system specifications. The unit conformed to the manufacturer's performance specifications. This medwatch report is related to MDR 2122870-2012-00133.

Event description:
The affiliate reported the customer alleged elevated troponin I (accutni) results, within the risk stratification, for two patients, involving access 2 immunoassay system. This is report number one of two. Subsequent testing produced lower results within the normal reference range for both patients. The initial elevated results were not released out of the laboratory. There was no report of patient injury or change in patient treatment associated with this event. The field service engineer (fse) assessed the unit at the facility.